Event description:
It was discovered that this patient presented to the hospital with chest pain. This pacemaker was unable to be interrogated at that time. Technical services was contacted and provided troubleshooting options. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).